Manufacturer narrative:
The damage found was sustained, during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2021-11796, related manufacturer reference number:2017865-2021-11797. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.